Event description:
In 2005, the patient was implanted with two gore excluder aaa endoprostheses to treat a fusiform abdominal aortic aneurysm measuring 4.7cm, which extended in both proximal common iliac arteries. In 2007, 2008 and early 2009, a persistent type ii endoleak and aneurysm enlargement was found. Ten days later, surgery was performed to occlude the type ii endoleak by using coils and additional stents. Two months later, the patient was admitted at which time a biopsy was done on an aortic mass and the physician tried to drain fluid. The next day, an axillary bi-femoral bypass was performed due to an infection in the aneurysm. Three days later, the two gore excluder aaa endoprostheses as well as the coils and additional stents were explanted. The physician removed the aneurysm sac and inserted a piece of bovine pericardium. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted.